Manufacturer narrative:
(B)(4) - the device was manufactured june 1, 2015- june 2, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed plastic shavings from the blue coil cap. The shavings were not in the fluid path. The reported condition was verified. The cause of the shavings was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained particulate matter. This was noted before use. There was no patient involvement. No additional information is available.